Manufacturer narrative:
Product event summary analysis found the atrial heart wire failed resistance measurement test due to the heart wire contacts. Analysis also found the battery contacts were contaminated. The battery drawer was broken and the latch was stuck/sticky.

Event description:
The external pulse generator was returned to the manufacturer for annual preventive maintenance, analyzed and tested out of specification. There was no patient involvement.